Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au5800 clinical chemistry analyzer. The inspected the instrument and noticed micro bubbles present in both flow cells. The fse determined multiple hardware parts malfunctioned. The fse replaced the reference valve, reference block, and electrode packing to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of ten (10) erroneously high ise (ion selective electrode) sodium patient results with low anion gap on both ise cells. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided an example of the false result.